Event description:
It was reported that a user started a new dexcom g7 sensor that paired with the dexcom app but triggered a sensor failed alert on the ilet, which was resolved after restarting the ilet and confirming the sensor connection; the reported glucose at the time was 147 mg/dl and no blood glucose impact was noted. No reported symptoms. Outcomes included no medical intervention, no hospitalization, and continued use after successful reconnection. Investigation included customer technical troubleshooting and education via phone, device restart, verification of bluetooth version, sensor code, and connection status. Investigation of this case revealed that the sensor connection issue was isolated to the ilet prior to restart and was corrected by rebooting, indicating normal function after power cycling with no recurrence during the call. It was concluded that the event was a transient connectivity failure of the continuous glucose monitor interface that resolved with standard troubleshooting, with no injury.